Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system made a banging noise and shut down prior to surgical procedure. The system would not power up again. The surgeries were cancelled. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The pneumatics/fluidics controller printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on march 10, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a nonconforming pneumatics/fluidics controller pcb. The manufacturer internal reference number is: (B)(4).